Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem clinical support to follow-up with the customer on the reported issue, but no response was received. The customer's blood glucose was 115 mg/dl.